Event description:
Caller states he tested 1.2 inr and 4.6 inr on the coaguchek xs system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.